Event description:
Guide wire fractured during attempted percutaneous transluminal coronary angioplasty. Distal vessel could not be bypassed. Fractured tip retained in plaque wall and could not be retrieved.